Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Failure analysis was unable to confirm motion sensor test failure alarm due to motor error alarm. Pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted. Pump inspected with no label worn/faded noted.

Event description:
The customer reported via phone call that the insulin pump malfunctioned when the customer attempted to bolus. The customer stated they pressed a wrong button and the insulin pump became faulty after. It was also found the customer received a motor error alarm. Customer's blood glucose was 179 mg/dl. It was also found the customer had a motion sensor test failure alarm after the motor error alarm occurred. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer also could not exit from the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.